Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that "it takes three hours for the pump to respond then I give myself manually so I am not showing 500 and then I get a double dose." No additional information was provided. No follow up from tandem technical support is expected by the customer.